Event description:
Reportedly, the surgeon noticed that the first clip was not applied properly on the cystic duct. Therefore, he applied another clip on the cystic duct and completed stapling. However, post-operatively the clips did not hold and fluid leaked, calling for re-operation in the emergency dept. Procedure: cholecystectomy.